Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the touchscreen became frozen while the customer was attempting to deliver a bolus. The issue was resolved during troubleshooting and the pump is functioning as expected. There was no reported impact to the customer's blood glucose level.